Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received inappropriate shocks due to oversensing in the primary and secondary vectors in the past. Now, smart pass has been deactivated due to low amplitude morphology measurements. The s-ICD remains in service and there were no adverse patient effects reported.